Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the device was psee60a. No additional treatment for the staple line was done during the procedure. After the operation, a little amount of pancreatic fistula was found from the drain. No additional treatment was required for the pancreatic fistula. With only monitoring, the patient is stable.

Event description:
It was reported that during a distal pancreatectomy, the staples were not formed properly at the first firing. No additional treatment for the staple line was done during the procedure. Another device was used to complete the case. After the operation, a little amount of pancreatic fistula was found from the drain. No additional treatment was required for the pancreatic fistula. With only monitoring, the patient is stable. There were no adverse consequences to the patient. No further information is available.